Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is presumed that while handling the subject device, the user used a high energy endo therapy accessory such as a laser without keeping enough distance from the distal end of the subject device. However, it was not possible to further specify the cause of the suggested event. The event (8) is detectable and preventable by handling device in accordance with the following instructions for use (IFU): event(8):the detection method is described in the IFU operation manual ¿3.3 inspection of the endoscope¿. Event(8):the prevention method is described in the IFU operation manual ¿4.3 using endotherapy accessories¿. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a burnt tip cover. There was no patient involvement.